Manufacturer narrative:
3m initiated a voluntary recall of micropore single-use rolls ((B) (4)) on 1/25/10 and have notified (B) (4) of this action. 3m filed for a remedial action exemption on 02/18/2010. On 04/19/2010, 3m was notified by FDA that the rae was received but that the remedial action is yet to be classified. 3m should continue to file mdrs. The delay in filing this MDR was due to misunderstanding of how of rae process works.

Event description:
Dialysis needle on pt became dislodged. Tape stuck to tubing but did not adhere to skin. Pt lost less than 275 cc of blood. No medical treatment was required.